Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they felt a strong resistance when injecting air from the pilot balloon and had not felt resistance before exchanging the pilot balloon. A customer indicated there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.